Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that leakage from the crack was found at the catheter part which was outside of the patient body. It was stated the doctor thought that there was possibility that the catheter kink at the elbow may have affected the catheter damage as the catheter was inserted from the elbow. There was no repoeted patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 3 fr single lumen powerpicc sv was returned for evaluation. An initial visual observation showed a small circumferential split in the catheter between the 6 cm and 7 cm depth markers, approximately 8 cm distal to the molded joint. A microscopic observation revealed the surface of the split to be rough and granular in texture. Whitening of the catheter material at the corners of the split was observed, and the edges of the split appeared to be slightly rounded. The surface of the catheter opposite the split was observed to be slightly duller than the surrounding area, indicating material wear at this location. The physical characteristics as well as the location of the split observed in the returned catheter are typical of damaged caused by flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage from the crack was found at the catheter part which was outside of the patient body. It was stated the doctor thought that there was possibility that the catheter kink at the elbow may have affected the catheter damage as the catheter was inserted from the elbow. There was no reported patient injury.